Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported when the impella cp was connected, the automated impella controller (aic) displayed pump not detected/recognized error. The console was exchanged but the issue did not resolve. The pump was therefore explanted and a new one was placed. The issue resolved and there was no reported patient harm.

Manufacturer narrative:
The investigation into the pump not detected issue has been completed since the original report was filed. The device was returned for investigation. Upon product inspection, it was observed that the patient cable was able to freely rotate and translate relative to the kink protector. The optical and the data lines were broken. The root cause of the pump not detected issue was determined to be an electrical opening due to discontinuity in the wiring.